Event description:
It was reported by the rep that during a laparoscopic cholecystectomy procedure the device was stuck on tissue. The surgeon had to pull the device off tissue. There was no tissue damage reported to the rep. Unknown how the device was completed. There was no patient consequence. (B)(6).

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.